Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner cannula of the device was getting stuck inside the patient's tracheostomy. It was stated that the device was difficult to actually grasp, pinch and pull on the inner cannula and some had to use hemostats to replace the inner cannula. There was no patient harm.